Manufacturer narrative:
The pod was received with cannula not deployed. Pod download data revealed that it completed first priming prematurely, resulting in early completion of second priming without deploying needle. A discontinuity was observed in the open group of pulses indicating rotational sensor malfunction that led to early completion of first priming. While inspecting drive mechanism components, no horizontal score marks were observed on the commutator cap made by the chassis connected rotational sensor spring during operation and pod rerun. This indicated a poor continuity between commutator cap and rotational sensor spring. Rotational sensor springs were leaning outwards, but this did not cause any issues during pod rerun. The lack of drag marks on the commutator cap and the discontinuity in open group of pulses during operation from closed to open position indicated that the commutator cap was inadequate leading to rotational sensor malfunction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward; indicating the needle did not deploy. The pod was not worn and no adverse patient impact was reported.